Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. On support day 5, the patient experienced episodes of ventricular tachycardia (vt). The physician attempted to reposition the device; however, the vt did not resolve. The pump was subsequently weaned and explanted, and it was noted that the device was explanted due to the complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 was inserted via right axillary artery in a 78 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions shock stage e. The patient was in the intensive care unit (ICU) on support with the 5.5. On day 5 of support, the patient experienced ventricular tachycardia episodes. Repositioning of the 5.5 was attempted, then successfully weaned to p-2. The device was explanted. The reported events are tachycardia, device repositioning, medical device removal, and hemodynamic instability. The reported tachycardia is consistent with the patient¿s underlying acute myocardial infarction and cardiogenic shock physiology. The pump repositioning will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the reposition, however the reposition was performed with no consequence to the patient and support.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. The root cause of the injury was unable to be determined due to insufficient clinical details.